Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a rotawire fracture occurred and remained inside patient's body. The target lesion was located in the severely calcified circumflex artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the distal end of the wire broke off. The main body of the wire was retrieved; however, the distal part of the wire was left inside of the patient. No patient complications were reported and the patient was in good condition.